Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, stress marks, a sharp opening with localized stresses induced on posterior side (a dimension measurement in the shell was performed which identify the thickness within specification), white particles and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.